Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the pt had an MRI yesterday. Hcp reports ins was in MRI mode prior to scan beginning and about 10 mins in pt squeezed the ball and reported they felt like they "were being shocked by their generator". Hcp reported the scan was stopped, they checked to ensure the ins was still in MRI mode and it was. They then restarted the MRI but the p t squeezed the ball again and the scan was then aborted all together. Hcp inquiring if they should still proceed with MRI. Hcp confirmed they were following all the MRI scan conditions and parameters. Pt redirected to follow-up with managing hcp regarding any device/therapy concerns. Additional information was received from a healthcare professional (hcp) on 2025-jul-14. The hcp called back after speaking with managing hcp who directed them back to call the company for advice. Hcp wanted to know if they should do anything different this time if they proceed with MRI again. Agent recommended ensuring ins is in MRI mode before scanning and ensuring they are following all the scan conditions outlined in the MRI manual.